Event description:
It was reported that the customer was hospitalized due to a possible stroke. Customer's blood glucose levels at the time of hospitalization 290 mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. Customer was treated with insulin. It was also reported that the customer received a battery out limit alarm. No troubleshooting occurred, due to call being disconnected. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.